Manufacturer narrative:
(B)(4). This complaint is a report of use error of the patient not following proper disconnect and reconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide also warns the user that the emergency disconnect procedure is intended for emergency disconnection for short periods of time only. Extended time away from the system during therapy can result in lost dwell time. A formal review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps on the homechoice device, during dwell. The care giver (cg) stated she forgot to set the timer for 2 hours and when she went back in to hook the hp up after the dwell, the machine had already started draining. The technical service representative explained that unsterile air may have entered the set up and compromised it, and recommended the cg stop therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.